Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was really low and ate something. Customer then bolused because he did not want to go too high. Customer stated that he thought his blood glucose was too high and his blood glucose went low to 40 mg/dl. Customer treated with pop and food. Customer's blood glucose was 186 mg/dl during the call. Customer stated that the pump keeps beeping. Customer was advised that it is still in rewind mode. Troubleshooting was performed and the customer stated that he will try to contact his health care professional to find out about his settings. Customer was advised to monitor his blood glucose and to make sure that the bolus is not too much.